Event description:
The pt was implanted with a left ventricular assist device (lvad). The bio-med reported that the pt's pump was explanted due to suspected thrombus. The pump is being returned for eval. An (B)(4) registry report was submitted to the MFR with additional information indicating that the pt was explanted due to multiple speed fluctuations and possible pump thrombus. Heparin was administered by intravenous (IV) and integrilin was started.

Manufacturer narrative:
The user facility report #(B)(4) was received from the (B)(4) registry. Note: the event date was reported on this user facility report as (B)(4) 2013; however, the hospital reported to the MFR that (B)(4) was explanted on (B)(6) 2013. The MFR is attempting to acquire the explanted device for further eval. No further information is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.